Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).

Event description:
It has been reported that the device's waveform display was incorrect and that the ECG data was not correctly recorded during a patient use event. The patient outcome is unknown.